Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and priming tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and there was no anomaly. The excessive no delivery alarm and motion sensor test failure alarm were unable to be verified due to motor error alarm at the bolus delivery test. The insulin pump was received with scratches on the lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motion sensor test failure and no delivery alarm. Customer's blood glucose level was 470 mg/dl. Customer checked their blood and received a no delivery alarm. Troubleshooting for no delivery alarm was performed. Customer advised they were able to rewind the insulin pump. Customer advised the alarm occurred during the prime process. Customer advised they attempted the displacement test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.